Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. No motor position encoder error alarm noted. Motor passed motor test. The insulin pump had cracked belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had several motor errors and a motor position encoder error. The patient's blood glucose at the time of incident is unknown. During troubleshooting for the motor issues, the insulin pump was able to successfully rewind. However, the insulin pump was returned for analysis due to the motor position encoder error.